Manufacturer narrative:
Batch review performed on 14 january 2019: lot 140474: (B)(4) items manufactured and released on 06-may-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to laxity, 2 years and 7 months after primary surgery. The surgeon revised the 14mm poly with a 20mm poly and the surgery was completed successfully.